Event description:
A report was received that the patient was experiencing pain in the upper back around the incision site. It was noted that the pain intensifies while charging. The patient was prescribed an anti-inflammatory medication.

Manufacturer narrative:
Additional information was received that the database analysis of the battery discharge revealed no anomalies. The charge profile shows signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. X-ray result showed everything is fine as far as placement.

Event description:
A report was received that the patient was experiencing pain in the upper back around the incision site. It was noted that the pain intensifies while charging. The patient was prescibred an anti-inflammatory medication.